Event description:
The patient was referred for vns full revision due to high impedance. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the surgeon reviewed the x-rays and believes that the leads are intact and there is nothing wrong with them. The manufacturer has not reviewed the x-rays to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received noting that the generator battery had reached end of service and was pulse disabled. The patient has since been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent a full revision surgery and the explanted lead was discarded.